Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that a patient presented remotely with an implantable cardioverter defibrillator (ICD) with a battery performance alert (bpa) advisory and an atrial lead noise. During procedure, the physician noted insulation abrasion on the right atrial lead. The physician explanted the ICD. The lead was capped and replaced on (B)(6) 2019. Patient was stable. Related manufacturer reference number: 2017865-2019-08737.